Event description:
According to the reporter, duraseal was used in a posterior fossa case. The pt developed a cerebrospinal fluid leak (csf). The pt recovered with no complications.

Manufacturer narrative:
The cause of the csf leak can not be determined. The pt recovered with no complications. As described in the duraseal instructions for use (IFU): "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure". The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles".